Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing an unknown intrathecal medication via an implantable pump for unknown indications for use. It was reported that the patient had a pressure ulcer and the patient's pump pocket opened up and the pump was exposed. The pump and catheter were replaced on (B)(6) 2021. The customer refused return. The issue was resolved at the time of this report and the patient's status was "alive- no injury".  The patient's weight and medical history were asked but unknown.